Event description:
It was reported that the right ventricular (rv) lead was explanted due to high pacing thresholds that resulted capture at only max output. A new lead with the same model was implanted. No additional adverse patient effects were reported.